Manufacturer narrative:
Alarm history and patient data file review found no new recorded alarms. Visual inspection of internal and external components revealed no abnormalities. Freedom driver passed all incoming functional testing. Additional testing included a mock power-down test where a known, viable power supply is manually engaged/disengaged to reproduce a power outage and restoration experienced by the driver. Testing was not able to replicate the condition and no fault alarms were produced during the test. This test did not include the on-board batteries nor the a/c power supply in use during the customer-reported event as they were not returned with the driver. Failure investigation for this complaint could not confirm the reported issue via alarm history data review or functional testing. The complaint was not replicated via functional testing. The root cause of the customer reported alarm was unable to be determined. Failure investigation identified no test failure, damage, or abnormalities that could have contributed to the reported alarm. Driver functioned as intended. Patient was switched to the backup driver, no adverse impact reported. (B)(4) follow-up report 1.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Event description:
The customer, a (B)(6) hospital, reported that the driver was plugged into wall power when the power went out and caused his driver to red alarm. It is unclear if this was a power surge or not. The customer also reported that the patient switched to a backup driver, and there was no reported adverse patient impact.